Event description:
The lay user/pt's wife contacted lifescan in 2008 and alleged that the pt's one touch ultra meter was reverting to the setup mode. The medical affairs specialist was unable to reach the reporter/pt after several attempts via phone. A letter was sent to the address provided. The wife reported that the alleged issue first occurred one week prior to the call to lifescan. She also mentioned that 7 days after the product issue began, the pt was reportedly feeling high. As a result of the reported issue, the pt was taking less food/drink. No other info was provided regarding the symptoms, self-treatment. The pt did not receive any medical attention. At the time of troubleshooting, it was verified that this was not a new product. Based on the info provided, there was no misuse of the product and there was no meter trauma. It was determined that the issue occurred immediately after removing/replacing the battery. The pt was walked through resolving the issue successfully. This complaint is being reported because the wife claimed that the pt experienced symptoms of high blood glucose after the reported issue began. He did not receive medical attention. The alleged issue was revolved with troubleshooting. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.